Event description:
It was reported that the coil fractured during deployment and additional intervention was required. A 3x6 embold fibered detachable coil system was selected for use in a superior rectal artery embolization procedure. The vessel was mildly tortuous. Several embold coils were placed without issue. While advancing the final embold coil, there was resistance encountered. The coil was re-sheathed, and advancement was attempted for a second time, which went more smoothly. When the coil was deployed, it stretched and broke off, with a portion of the coil deploying into the artery and a portion remaining within the microcatheter. The fractured piece of the coil that was within the artery was snared out. All pieces of the device were successfully removed from the patient. There were no reported patient complications and the patient fully recovered.

Event description:
It was reported that the coil fractured during deployment and additional intervention was required. A 3x6 embold fibered detachable coil system was selected for use in a superior rectal artery embolization procedure. The vessel was mildly tortuous. Several embold coils were placed without issue. While advancing the final embold coil, there was resistance encountered. The coil was re-sheathed, and advancement was attempted for a second time, which went more smoothly. When the coil was deployed, it stretched and broke off, with a portion of the coil deploying into the artery and a portion remaining within the microcatheter. The fractured piece of the coil that was within the artery was snared out. All pieces of the device were successfully removed from the patient. There were no reported patient complications and the patient fully recovered.

Manufacturer narrative:
Device analysis: the product was returned to boston scientific for analysis. Returned product consisted of an embold fibered coil 3x6 only. No other components of the device were returned. Microscopic analysis showed that the coil was stretched. No other damage was noted on the coil; the tip was intact, and the distal coupler was intact. There were no breaks or separations on the returned coil. The coil was severely stretched and still connected to the distal coupler. The distal coupler showed a slight bend. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The complaint was not confirmed for coil advancing or breaks on the coil; however, stretching was confirmed.